Manufacturer narrative:
Corrected data: the date was inadvertently excluded in d6b - date of explant field in the initial report. The date has been added to d6b in this report.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient stopped charging the ipg. As such, the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post operatively.